Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The warning section of the IFU states "the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and it is not recommended." And " if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Hematoma formation and infection are both known inherent risks of surgery; the adverse reaction section of the IFU lists hematoma and infection as possible complications. Based on the information provided, it appeared that the bard phasix st mesh was partially explanted during a procedure in 2016. The information provided indicates that the mesh was implanted into a patient with compromised health, having a history of rectal cancer and myelodysplastic syndrome (disruption of the production of blood cells). At this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the patient's reported post operative experience. This MDR represents the bard phasix st mesh another MDR was submitted to represent the bard soft mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was reported to davol: (B)(6) 2016--patient underwent a bilateral recto-rectus fascial release and bilateral transabdominus muscle release. He then had an inlay mesh placed of bard phasix st mesh. He had a colon resection at the time of surgery and relocation of his ostomy from the left to the right side of his abdomen. The anterior fascia was closed and then an overlay bard soft mesh was placed as onlay. Immediately post operatively he had a spike in his wbc up to 32.2 on post operative day 7. (B)(6) 2016--patient returned to the or for evacuation of abdominal wall hematoma and closure. (B)(6) 2016-- patient returned to the or for abdominal wall abscess debridement and removal of onlay mesh (bard soft mesh). Since that time, the patient had been managed with wound care. (B)(6) 2016-- patient began more subsequent debridements due to chronic wounds. Some retained mesh was removed during these debridements, both inlay (phasix st) and onlay (soft mesh). (B)(6) 2016-- patient received a skin graft to his chronic abdominal wound with otherwise good adherence except for three-four major spots on his abdominal wound. Ni/ni/ni-- patient has undergone surgery 3 times since the skin grafting, removing sub fascial mesh from a variety of places. Some of the redundant skin was excised and there was non-adherent phasix st mesh in the recto-rectus and tar space. The rectus muscle had no evidence of abscess and there was relatively good adherence of the soft mesh. Ni/ni/2017-- patient most recently returned to the or for nonhealing wounds and the tracts were extended to find and pull out large pieces of phasix st mesh which was friable and able to be torn without the aid of scissors, however there appeared to be little to no incorporation of the mesh (phasix st) in the overlying rectus abdominus muscle or into the underlying posterior fascia. However in some spots there did appear to be incorporation in patches. No large pockets of purulent drainage were ever encountered. From the last debridement there did appear to be bacterial colonization which grew back moderate (B)(6) and moderate peptoniphilus harei and few propionibacterium acnes. Patient has since been treated for the (B)(6).